Event description:
It was reported that pump battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. Pump logs later indicated battery was depleting normally, customer declined further follow up with technical support, and customer was out of warranty and in the process of obtaining new device, with no additional information available regarding further actions.